Manufacturer narrative:
Additional information provided in b.3., b.5., g.1., and g.2. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports prior to the lens exchange the patient experienced extreme emotional distress due to the glare, halos, and blurry vision.

Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported having experienced a secondary intraocular lens (iol) exchange approximately one month following implant due to experiencing halos and blurry vision. Additional information was requested.